Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by administering a manual insulin injection and resuming insulin use.